Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported "I was placing a midline today and noticed a weird spiraling on the internal wire for the power midline. When I pulled the wire out of the midline after the midline was placed, I noticed fraying on the wire itself. You can see some small white specks and frays. I then noticed it on my second midline of the day. A college asked me if I would be able to pull any of those pieces off if I grabbed on to them. I tried this after and I had one that flaked off right in my hand. Just looked like a little white speck. The fraying does get worse if you run your fingers across it., it's way more noticeable at that point. There was no adverse event during or after the procedure." No other information was provided. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of white specks on the stylet is confirmed but the root cause remains unknown. The products returned for evaluation were two hydrophilic stiffening stylets. A gross visual inspection of the returned sample found that both stylets had a white substance scattered along the length of the stylet. Inspection of the white substance under a microscope found that the material appeared bunched and peeling. Additionally, the material appeared to partially coat the stylet wire. The observed features indicated that the substance was likely the hydrophilic coating applied to the stylet during manufacturing. The coating was delaminated; however, the investigation did not identify any evidence to determine what caused the delamination of the coating. Potential factors which may have contributed to the observed defect include exposure to incompatible chemicals, unidentified environmental factors affecting the properties of the coating, withdrawal of the stylet through a dry t-lock prior to flushing the system, and withdrawal of the stylet across the edge of the t-lock body. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.